Event description:
It was reported that this right ventricular (rv) lead exhibited some shock impedance values that were higher than expected. Technical services reviewed the available data and noted the shock impedance measurements in the triad configuration were stable and within normal range at 60-75 ohms. However, when each vector was tested separately, the impedance of the rv coil to ra coil was 127 ohms and the ra coil to can was 136 ohms. These values are high, out-of-range. The physician reprogrammed the shock vector to rv coil to can for now; it was noted the implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) battery status and was scheduled for replacement in 1-2 months and the physician wanted to know if this reprogramming would resolve the issue or if more needed to be done with the rv lead. Technical services discussed the higher impedance on the ra coil could be due to calcification or encapsulation with fibrotic tissue. Troubleshooting was recommended to perform manipulation and patient movements while taking impedance measurements, to see if jumps in measurements or noisy signals could be provoked. Additional testing would include delivery of a 1.1 joule shock and then a 41 joule shock to measure the true shocking impedances. No adverse patient effects were reported. The lead remains implanted and in service. The distributor representative later reported that the ICD was explanted and replaced in july and the chronic rv lead exhibited normal measurements during the procedure, so it remains in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited some shock impedance values that were higher than expected. Technical services reviewed the available data and noted the shock impedance measurements in the triad configuration were stable and within normal range at 60-75 ohms. However, when each vector was tested separately, the impedance of the rv coil to ra coil was 127 ohms and the ra coil to can was 136 ohms. These values are high, out-of-range. The physician reprogrammed the shock vector to rv coil to can for now; it was noted the implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) battery status and was scheduled for replacement in 1-2 months and the physician wanted to know if this reprogramming would resolve the issue or if more needed to be done with the rv lead. Technical services discussed the higher impedance on the ra coil could be due to calcification or encapsulation with fibrotic tissue. Troubleshooting was recommended to perform manipulation and patient movements while taking impedance measurements, to see if jumps in measurements or noisy signals could be provoked. Additional testing would include delivery of a 1.1 joule shock and then a 41 joule shock to measure the true shocking impedances. No adverse patient effects were reported. The lead remains implanted and in service.